Event description:
It was reported that stent dislodged inside the patient. The target lesion was located in the severely calcified and very tight proximal external right iliac. A right sided puncture was performed and stayed true lumen by using a 6fr non-bsc sheath. A 7.0x40x75cm express ld iliac / biliary stent was advanced for treatment. However, during the procedure, when the physician advanced the express ld stent delivery system out through the sheath, it was noted that the stent immediately fell off the delivery system. Only the balloon catheter advanced while the stent remained just outside the sheath. The physician then used a 4fr non-bsc catheter to push the stent across the stenosis and was able to inflate a 4mm mustang balloon to partially expand the stent. Post dilation was then performed with the 7mm express ld balloon catheter. The result was not optimal, so the physician used a non-bsc covered stent across a segment of stenosis that was not covered by the express ld stent. There were no patient complications reported.